Manufacturer narrative:
The investigation for the reported the access site bleeding ¿ major and product damage (hole in catheter) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump handle was filled with blood. A small cut in the catheter was noted at the 85cm mark. Therefore, the root cause of the blood in the pump handle was the small cut in the catheter which resembled a puncture that occurred during use. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Shortly after implantation, it was noted that blood was rapidly dripping out of the red impella plug on the cp catheter. The pump was removed and replaced with a second cp. No patient harm or injury noted.